Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported issue. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The reported patient effects tissue damage, mitral regurgitation, and dyspnea as listed in the mitraclip system instructions for use, are known possible complications associated with mitraclip procedures. Based on the information reviewed, a conclusive cause for the single leaflet device attachment (slda) cannot be determined. The tissue damage and mitral regurgitation (mr) were outcomes of slda. The reported dyspnea was a cascading effect of the reported recurrent mr. Based on the information reviewed, there is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported the initial mitraclip procedure was performed on (B)(6) 2020 to treat grade 4 functional mitral regurgitation (mr). One clip was implanted without issues, reducing mr to 1. On (B)(6) 2020, during the follow up visit, the patient was experiencing dyspnea. Echocardiogram revealed the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). A leaflet tear was observed and mr increased to 4. On (B)(6) 2020, a second mitraclip procedure was performed. Two clips were implanted, reducing mr to 2. During the second procedure anesthesia and extubation were challenging; the patient had breathing issues with continuous spasms. Per the physician, the challenging anesthesia, challenging extubating, breathing issues and spasms were not related to procedure or the mitraclip device. The patient was transferred to the intensive care unit after the procedure. No additional information was provided.